Manufacturer narrative:
The pad device was installed on (B)(6) 2011 and operated successfully until (B)(6) 2011. After this information in the device history log becomes nonsensical and the device records multiple manual fails as a result of the failure of the real time clock. There are no indications of the device was switching itself on. The problem with the device was attributed to a fault on the printed board assembly. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.